Manufacturer narrative:
Additional information was received that there was no lead fracture. The patient was doing well.

Event description:
A report was received that the patient had a broken lead.

Event description:
A report was received that the patient had a broken lead.